Event description:
During the treatment of a pt the fluid pumps began to run at high rpms. The negative access pressure went into the positive range, and the responsible physician stopped the treatment. The access line and the filter were filled with fluid and free of blood.